Manufacturer narrative:
The field service representative found that the vacuum nozzle was clogged. He thoroughly cleaned the vacuum nozzle and performed tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
Sodium electrode results for another patient sample were provided. Sample 3: the initial na result was 149 mmol/l, and the repeated result was 140.4 mmol/l.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results for 1 patient sample and questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. Sample 1: the initial na result was 151 mmol/l, and the repeated result was 136 mmol/l. The initial cl result was 114 mmol/l, and the repeated result was 100 mmol/l. Sample 2: the initial na result was 139 mmol/l, and the repeated result was 132 mmol/l.

Manufacturer narrative:
The electrode serial numbers and expiration dates were not provided. The investigation is ongoing.